Manufacturer narrative:
The customer washed the cuvettes manually, changed the water bath and calibrated the r1 and r2 probes. The field service representative (fsr) inspected the instrument and replaced the trigger sensor, tightened loose fittings on the syringe blocks, calibrated the sample probe, and verified operation of the cuvette washer and mixers. No additional discrepant magnesium result issues have been reported since the service activity was completed. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic magnesium results that may have contributed to this issue. The complaint review did not identify any trends related to the current complaint. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Tracking and trending review did not identify a trend or systemic issue for the issue associated with this ticket. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported falsely elevated magnesium results generated on the architect c16000 processing module. The results provided were: sid (B)(6) initial result = 9.5 mg/dl, retest results = 1.6 mg/dl and 1.6 mg/dl (lab normal range for magnesium is 1.6 to 2.6 mg/dl). No impact to patient management was reported.